Manufacturer narrative:
Sc-1132, sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients device was causing discomfort. The patient underwent an explant procedure and the explanted devices will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs paddle leads: upn: (B)(4), model: sc 8336 70, serial: (B)(4), batch: 20878975.

Event description:
It was reported that the patients device was causing discomfort. The patient underwent an explant procedure and the explanted devices will not be returned.